Event description:
It was reported that, the patient with this electrode heard beeping tones. Upon review, a high impedance (hi) alert was found. The patient was brought into the clinic for a follow up. The boston scientific technical services (ts) had the clinician perform a manual setup to get an impedance measurement and the clinician took multiple readings with the patient doing multiple isometrics and they were all are within normal limits. The ts stated not sure why there was an hi alert based on the current readings and recommended to send in data for engineering analysis. This electrode remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the during an office follow-up, there was a high impedance alert for this product. The current low-energy shock impedance measurement was 84 ohms. Technical services advised that there must have been one automatic weekly measurement which was greater than 400 ohms in order to get the alert. Technical services advised to check the system further. There were no known adverse patient effects. The system remains implanted. It was reported that, the patient with this electrode heard beeping tones. Upon review, a high impedance (hi) alert was found. The patient was brought into the clinic for a follow up. The boston scientific technical services (ts) had the clinician perform a manual setup to get an impedance measurement and the clinician took multiple readings with the patient doing multiple isometrics and they were all are within normal limits. The ts stated not sure why there was an hi alert based on the current readings and recommended to send in data for engineering analysis. This electrode remains in service. No adverse patient effects were reported.